Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.